Event description:
It was reported that on (B)(6), a novasure procedure was performed and after the procedure was completed, the novasure device was difficult to remove form the patient. After it had been removed, the physician noted that the gray part on the array appeared melted. There was no harm to the patient. No additional information available.

Manufacturer narrative:
At the time of this report the DHR was not available in the electronic system, the record must be accessed via paper trail and due to holidays the facility is closed. A follow up report with the UDI information will follow up. Device history record (DHR) review was unable to be conducted for the disposable device the UDI, expiration and manufacturing dates were not available at the time. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.